Event description:
It was reported to philips that the host pc had a blue screen error, which could prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was experiencing a blue screen error. Upon troubleshooting actions, fse identified that the hard disk was defective. Fse replaced the hard disk and reloaded the ghost. After replacement, the system was returned to use in good working order.